Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: sleeve event description: [hospital name] event description:"during gastric reduction surgery, a leak occurred shortly after the closure procedure, which resulted in the separation of the omentum from the stomach, and a re-closure procedure was required. Additionally, there was significant bleeding during the initial opening of the omentum. The generator did not display any fault codes as the sealing cycle was completed." Additional information received from field team by email on 16 june 2026 I will send the products for investigation. [Hospital name] patient status: stable intervention: because it couldn't control the bleeding, she completed the procedure with a different brand [competitor device].